Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported she was hospitalized with hyperglycemia and believes the insulin delivery of the infusion device is too low. Her blood glucose was 156 mg/dl at 9:00 a.m. She ate and delivered insulin throughout the day but did not test her blood glucose again until 7:00 p.m. The result was 291 mg/dl, and she delivered a 13.3 unit bolus as treatment. She began to feel dizzy and disoriented around 8:30 p.m., and her blood glucose was 317 mg/dl. Customer called 911 and the paramedics arrived within 5 minutes. They tested her blood glucose on their meter and received a result of 350 mg/dl. She was admitted to the hospital with hyperglycemia and high blood pressure, and she was treated with an IV and insulin injections. She was discharged from the hospital after midnight with a normal blood glucose level. Her blood glucose then elevated to 267 mg/dl by 10:20 a.m. And was 276 mg/dl at 11:55 a.m. She bolused 20.8 units and switched to her backup infusion device using a new cartridge and infusion set. Her blood glucose returned to normal after switching to her backup infusion device. The alleged products were requested for evaluation.